Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/22/2020. A manufacturing record evaluation was performed for the finished device lot pgm835, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the event- did the needle break or did the needle pull off from the suture? Is the device available for evaluation? Representative or actual broken needle? If either is available, please provide contact name, mailing address and phone number of the person to whom a shipper kit be sent to return the product. This medwatch report is in response to receipt of facility report # 4100120000-2019-8088. (B)(4).

Event description:
It was reported that a patient underwent a nail placement procedure in (B)(6) 2019 and suture was used. During the procedure, the suture broke off as the attending was closing the incision. Imaging taken to retrieve loose piece. Radiologist read and confirmed no pieces left in the patient with the attending surgeon. There were no adverse patient consequences reported. Additional information was requested.